Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. No problems were observed regarding the reported obstruction of flow complaint.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 13.9 mmol/l (>250 mg/dl) after approximately 1-4 hours of pod wear on the hip/buttocks despite administering a bolus of 8 units of insulin. It was noted that a foreign object appeared to be inside the cannula. The patient applied a new pod and successfully resumed therapy.